Event description:
It was reported the patient complained of fast heart rates. Patient was feeling nauseous, dizzy, lightheaded, and shaky. Follow-up with the physician's office was conducted and it was disclosed the patient had been seen and the rate response feature was turned off. The device was functioning normally and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).